Event description:
The account alleged that the pt position module will not set and there is no scale function. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.